Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported events (adhesive on the light guide lens peeled off and cuts in the forceps wire) were due to stress of repeated use, external factors or handling. However, a root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and there were cuts were in the forceps wire. This report is to capture the reportable malfunctions of the adhesive on the lighting lens was peeling off and there were cuts were in the forceps wire noted at estimation.

Manufacturer narrative:
Date of event: no additional information was available. The device was evaluated, and the reported issue was confirmed. Cuts were observed in the forceps wire due to external factors. A rainbow was observed in the imaging area due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was missing. The air/water supply cylinder had peeling paint. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.